Event description:
On 1/26/94, a feeding pump malfunctioned. The pump was set to deliver 50 cc/hr and it delivered 160 cc/hr. On 11/4/93, rptr had a similar occurrence, and at the direction of MFR, all pumps at this hosp were refitted with modified tube guides. The most recent malfunction was noted promptly by staff, and there were no ill effects to the pt.